Manufacturer narrative:
One tr band was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities noted on the band or balloon assembly. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample did not leak during testing and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. It is unlikely the alleged issue is a manufacturing issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: resource nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that post angioplasty, one of the nurses released the first 2 cc of air from a regular tr band after 90 minutes of continuous pressure. Once the syringe was released from the valve, the band continued to deflate resulting in a radial artery bleed. The tr band was re-inflated, and subsequently leaked again. The band was removed and replaced with another band. The estimated blood loss was less than 250cc. There was no patient injury and/or required medical or surgical intervention.